Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii and lymphadenopathy.

Event description:
Physician reported "implant rupture and capsular contracture - baker grade ii" and adenomegaly. Confirmed by MRI. Device has been explanted. This relates to the right side.

Event description:
Physician reported "implant rupture and capsular contracture - baker grade ii" and adenomegaly. Confirmed by MRI. Device has been explanted. This relates to the right side

Manufacturer narrative:
Continued e1 (zip code): (B)(6). Additional, changed, and/or corrected data: d9, e1, g1, g2, h3, h6. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, missing a piece of shell (0-25%), and wear abrasion. A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.